Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen. There were multiple hypotube kinks. A longitudinal tear was identified in the balloon wall. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-jan-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.0mm x 15mm promus quantum¿ maverick¿ balloon catheter was advanced but failed to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.